Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung s21 with an android 10 operating system version 13. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as shaking and sweating. The customer was unable to self-treat, requiring treatment with sugary supplements provided by a third party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with a samsung s21 with an android 10 operating system version 13. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as shaking and sweating. The customer was unable to self-treat, requiring treatment with sugary supplements provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s20 fe 5g (android 13, 2.10.1.10406) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.